Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a slow bioid screen appearance after entering the user ID. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, g2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID was failed. A technical support specialist identified a network issue from the medstation logs and changed the network configurations to 100 mbps half duplex. The field service engineer found the device was referred to hospital it for further resolution. The device was later found online but still slow. The issue was determined to be with the hospital network, and the hospital it team was notified for follow-up. The device was now working as expected. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction caused by a network issue. A technical support specialist identified a network issue from the medstation logs and changed the network configurations to 100 mbps half duplex. The field service engineer found the device disconnected from the hospital network, replaced the tangled network cord, and referred the issue to hospital it for further follow-up. Despite attempts to reconnect remotely, the login process hung, and further checks will be conducted. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental report will be submitted if additional information received from the customer, and if any investigation findings.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a slow bioid screen appearance after entering the user ID. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.